Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: a review of manufacturing sterility records was completed for all implant products, with no relevant anomalies being identified. Therefore, it was confirmed that the depuy products were unlikely to have contributed to the patient¿s reported infection. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Procedure: revision of a knee revision. Reason for revision: due to infection.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.